Event description:
Report received from the USA stating that the device had holes in the hose. The device was not being used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).